Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device alarmed for tf 446029 (ambientfailuredetected), tf 485001 (ambientfailuredetected), tf 431001 (blower fault), te 246005 (talls_alarmmonitordefect) and switched to ambient mode". This occurrence was noticed during the pre-operational check. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.